Event description:
Per provider the heat exchanger is leaking. Per the independent repair center statement there is low o2 or yellow light. Near the elbow there is leaking and the tie wrap is missing. The key failure in leaking.